Manufacturer narrative:
The investigation of thrombus and low pump flow has been completed. Low pump flow: clinical states that the patient was transferred and next morning flows decreased due to which the pump was replaced. At explant a clot was noted. Pump was returned and during investigation, a clot was observed at the outlet of the pump with no other physical abnormalities. Data logs were investigated and on 14-mar-2025, the logs show rise in placement signal and motor current changes at the same p-level. Pump flows are seen to be dropping with numerous suction alarms. This evidence likely supports biomaterial ingestion of which traces were seen on the outlet of the return pump. The root cause of the low pump flow issue was most likely biomaterial as found during product investigation and data log review. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, the impella rp flex flows started to decrease significantly. The impella rp flex was exchanged for a new impella rp flex. Upon removal of catheter, a clot was noted at the inflow cage. The patient survived the surgery.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.